Manufacturer narrative:
Natus medical tech support help troubleshot with customer over the phone reseated the connectors, both amber, blue leds were illuminating and the intensity was back within specification. Replaced part resolved issue, onsite. No further investigation need.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their neoblue 3 led light all amber leds illuminated. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.